Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2022-00131.

Event description:
It was reported that the tips of screw inserters broke off intra-operative while trying to install polaris translating screws. The tips were recovered from the patient. A different screwdriver was used to complete the procedure. The surgery was delayed greater than 30 minutes, but there were no patient impacts. This is report two of two for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation product not returned and photos not provided. Device evaluation unable to be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use or not having the driver fully seated. DHR review DHR review unable to be performed as lot information is not known. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tips of screw inserters broke off intra-operative while trying to install polaris translating screws. The tips were recovered from the patient. A different screwdriver was used to complete the procedure. The surgery was delayed greater than 30 minutes, but there were no patient impacts. This is report two of two for this event.